Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during index procedure. It was reported that an angiographic complication of dissection occurred during the index procedure in the lad.